Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) displayed battery maintenance error. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) reported that they resolved the issue over the phone. No battery replacement was needed. The issue was resolved by resetting the battery replacement date.